Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate patient factors (aortic root calcification, fat in the lvot) may have contributed to the too ventricular position of the sapien 3. The valve malposition likely contributed to the worsening pvl and subsequent sapien 3 explant and implant of a surgical aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards lifesciences implant patient registry, a 26mm sapien 3 valve was explanted approximately 7 months post implant in a pre-existing non-edwards surgical valve in the aortic position. A new surgical valve was implanted. Medical record review revealed the patient presented with chest pain and was admitted. Stenosis of the pre-existing surgical valve (implanted in 2007) was diagnosed. A valve in valve (viv) procedure was performed with the sapien 3 valve. The procedure was successful. It was noted that the sapien 3 valve was placed "slightly lower than expected"; however, in a satisfactory position with moderate pvl. The patient was discharged to home on postoperative day (pod) 1. No device malfunctions or procedure complications were reported. Discharge echo showed the valve well seated, mean gradient of 10mmhg and no more than mild pvl. Eight (8) days post procedure, the patient was admitted for left shoulder pain radiating to the chest and fatigue. Mi was ruled out. Echo was unchanged from pod#1 and a cta showed mild cad. The patient discharged home without any treatment recommended. At the 30-day follow-up, the patient reported feeling better with less fatigue. Five months post viv, the patient reported increasing sob. The echo was ¿concerning for leak¿, and a cardiac cath showed 80% to 90% lad disease. The decision was made to perform a surgical aortic valve replacement (savr) with CABG. The sapien 3 valve was explanted and the savr with replacement of the aortic root (bentall) was performed. The patient was discharged to home in stable condition on pod8. It was perceived that the too ventricular position of the sapien 3 valve and the severe paravalvular leak (pvl) were likely due to the amount of calcification of the aortic root as well as the amount of fat present in the lvot.